Manufacturer narrative:
Product analysis: it was determined during analysis that the external pulse generator (epg) had a broken atrial output connector. Analysis also noted that the battery voltage measured 1.45 volts and the device failed test on the serial number reading due to pogo pin alignment issue. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.